Event description:
Unomedical reference number (B)(4). Event occurred in bahrain on 21-april-2024, it was reported by the patient that he experienced a hyperglycemic episode on the first day of infusion set use due to which patient was hospitalized for one day. In the troubleshooting it was found that cannula was bent on the first day of use. Infusion set was placed in the abdomen. Blood glucose level was 33 mmoll and current value was 8.5 mmoll. High blood glucose level was treated with the IV insulin drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available